Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized, due to diabetic ketoacidosis. The customer stated that the insulin pump has alarmed no delivery several times. The customer has changed his set and reservoir, but the no delivery alarm has persisted. Nothing further was reported.